Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was observed to be a chicken wing anatomy. They were advancing watchman&#59393;access system and turned it slightly counterclockwise. The access system jumped forward and was more distal than they wanted. The angiogram showed a pericardial effusion. The patient's blood pressure dropped, so they stopped the procedure and performed a pericardial puncture. They withdrew 850ml of blood from the pericardium. The patient was transferred to the intensive care unit 30 minutes after the effusion stopped. Four hours later, they withdrew another 150ml of blood from the patient and there was no more bleeding observed in the pericardium. The patient was considered stable.